Event description:
Customer reports the charging cable used with their abbott diabetes care device, "melted at the port." Customer further reprots "burnt up" while it was plugged in. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the retuned reader and observed damage and burnt mark on usb port. Customer reported that the reader was melted at the port. Burn marks and melted usb port was observed. An extended investigation was performed. A visual inspection using a digital microscope was performed on the device. The burn marks and melted usb port were observed. Glucose data readings was not giving any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery voltage was measured to be outside of the required specification. No abnormalities were observed on the returned battery and it was observed to be charging normally when connected to a charging cable. The returned battery was replaced with a known good battery within the required specification to continue functional testing. Off-current consumption testing was performed to check the current draw of the returned reader and the result was within the required specification, indicating no excess current was being drawn from the battery. Additionally, thermal inspection was conducted using a thermal camera and no abnormal hotspots were observed on the reader. A built-in self-test was conducted using the reader's software and was observed to be passed. As the adc usb/charging cable and power adapter was not returned, further testing could not determine the cause of the burn marks. The current consumption test of the returned reader was within specification, the reader functioned as intended and no evidence of smoke, fire or shock was observed during the investigation of the reader. It was determined that the reader was not the cause of the burn marks, therefore this issue will be closed to not confirmed. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports the charging cable used with their abbott diabetes care device, "melted at the port." Customer further reports "burnt up" while it was plugged in. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.